Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced a hyperglycemia, diabetic keto acidosis and had manual injection, insulin drip and hospitalized for treatment. Customer blood glucose level was over 700 mg/dl. Customer confirmed about used of insulin pump system within 48 hours of reported event. Troubleshooting was performed for pump program feature inquiry and customer confirmed that the auto mode feature was active at time of high blood glucose event. Customer was advised the insulin, reservoir, and infusion set will be replaced. The products will not be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was missed to add in initial report. The information has been provided in section b5 and h6 in hecc and heic with this report.

Event description:
Updated summary: the customer reported via phone call that they were admitted to the hospital for 3 days on oct. 18, 2022 at 18:00 due to hyperglycemia and diabetic ketoacidosis. Blood glucose at time of event was 700 mg/dl. Sensor glucose at time of event was over 400 mg/dl. Symptoms that were reported with the event included feeling sick/unwell and vomiting. User was treated with intravenous insulin drip. Customer also mentioned they treated with a manual injection. Blood glucose at time of the call was 505 mg/dl. Customer stated they had just received their pump 2.5 weeks ago. Representative assisted with the pump programming. User stated they were in a private vehicle heading to the hospital when the vehicle had an accident. User woke up in the intensive care unit with intravenous insulin drip being given. Customer was advised to change entire set, reservoir and insulin and treat per hcp's instructions. Auto mode was in use. The insulin pump is not expected to return.